Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 10-mar-2022, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative (rep) regarding a patient implanted with a neurostimulator. It was reported that the patient's daughter called and left a message about her mother's battery showing through the skin. It was stated that the health care professional set up a removal date of (B)(6) 2018 and at removal the side did not look this way in the office visit a week ago. The rep noted that in the operating room the battery was partially visible at surgery and there was pus at the site. It was confirmed that the puss was cultured and sent to the lab. There were no other symptoms of infection and the hcp removed the battery and lead. The rep mentioned that the hcp noted it appeared to be a shallow pocket. It was also reported that an impedance and battery check was done on the device prior to removal and both were within normal limits. There were no further symptoms or complications reported or anticipated.